Event description:
Baxter center for one received an email from a patient's caregiver on (B)(6) 2011 alleging that an unknown baxter product (pump) reportedly was instrumental in causing her husband's death on (B)(6) 2010 due to an unknown malfunction.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.it is unknown what pump was involved in this event. Baxter is attempting to obtain information related to the device in use and the location of the device. Baxter has submitted a written request to the reporter to return the device to baxter for evaluation.